Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: 3889-28, lot# va0pnmv, product type: lead. (B)(4).

Event description:
It was reported that the patient programmer would not sync or do telemetry with the patient¿s implantable neurostimulator (ins) with or without the antenna attached. The patient was not being able to make adjustment. This had only happened for one day this morning and the patient hadn¿t worked with their programmer in over a month since before christmas when they found a setting that worked for them. There was no patient harm reported. The next day it was reported that the patient was sent a new programmer and continued to get the poor communication screen with the new programmer. The patient confirmed they were holding the programmer or antenna directly on the skin over the ins site in the left cheek of their butt. The patient had no falls or trauma and had no changes to the ins site. The patient was just implanted on 2014-(B)(6) and had been able to use the programmer successfully in the past. The patient already had an appointment scheduled for 2015-(B)(6). The patient didn¿t want to get cut into again. Analysis found that the programmer tested ok to specifications and the dirty lens/protective film was replaced. It was later reported that the patient did not have concerns with their device or therapy.